Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a capture anomaly and had become fractured. It was noted that the physician tied the suture on the lead body by mistake. The lead was explanted and replaced. No patient symptoms were reported.